Event description:
A malfunction alarm identified as malf 9 was reported, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, which resolved the issue, allowing the customer to continue using the device without further incidents. The customer was advised to monitor for recurring malfunctions and to contact support if the issue arises again.